Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during an esophageal dilation procedure performed on (B)(6) 2015. According to the complainant, the user did not check the tip of the guide wire before loading and the stiff end into the device. Therefore, the wire caused a perforation in the patient's esophagus. Reportedly, the perforation was small so no intervention was performed. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during an esophageal dilation procedure performed on (B)(6) 2015. According to the complainant, the user did not check the tip of the guide wire before loading and the stiff end into the device. Therefore, the wire caused a perforation in the patient's esophagus. Reportedly, the perforation was small so no intervention was performed. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed that the floppy end of the guide wire was oriented towards the center. All measurements were within specification. Based on the condition of the returned device, it was confirmed that the stiffer wire was loaded first into the device. The directions for use (dfu) instructs to ¿insert the floppy tip of the provided guide wire, indicated by the flag on the guide wire hoop, through the working channel of the scope.¿ the label on the hoop states which end is the floppy end. However, the wire was incorrectly loaded into the device, which caused the perforation. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
It was reported the patient is over 18 years. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.